Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent interbody + anterior instrumentation/olif procedure at l2-s1 (l2-l3, l3-l4, l4-l5, l5-s1) levels. Approximately 6 weeks postoperatively, the patient had graft subsidence l4-l5, described as ¿little subsidence around the l4-l5 level¿. Reportedly, the outcome of this event was considered not resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.